Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014 the patient had been hospitalized with a high blood glucose and vomiting, unsure of what the ketones may have been. Patient was treated with IV fluids and insulin via injections. During troubleshooting, customer support found that there had been an issue with the storage/quality of the insulin and attributed the high bg to that issue. There is no allegation of pump malfunction and the patient remains on the pump. This complaint is being reported because the patient experienced hyperglycemia related to the user error with the insulin.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered.